Event description:
It was reported that the holster and probe will not lock into the control module and a green cable error codes was received. There was no pt consequence reported. The case was completed by holding the green cable into place.